Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. .

Event description:
The customer reported that the screen on the device started "bouncing." The device was not in use on a patient.